Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the no power to machine. A field service engineer (fse) isolated the power supply, comm sled, main, and aux. The fse reseated all cables and wires, and the device powered on. The nursing staff informed the user that the device powered off after accessing drawer 1 on the main. The fse replaced the pyxibus module control board, rebooted the unit, and verified that all drawers opened correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, no power to machine and tried to restart but issue still remain same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.